Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp alleged an overdischarge. The hcp reported that they thought the patient¿s battery might have to be charged by physician mode recharge (pmr). The hcp reported that the patient called her and couldn¿t charge when he attempted last night and he couldn¿t turn it on with the patient programmer (pp). The hcp reported that the patient was on vacation for a week and let the battery deplete. The hcp brought the patient on the call and the patient reported that he was able to get a good connection, but he just felt like it wasn¿t charging or that it was taking a long time to charge. It was reviewed that if the battery was charging that it sounded like it wasn¿t a problem, but it could take a long time to charge the battery. The patient would attempt to charge the battery and would contact the hcp if they continued to have an issue. No further complications were reported.